Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ligation of vessels and the cystic duct on a laparoscopic cholecystectomy, the clips malformed. Accordingly, the clips disengage into the patient's abdominal cavity because the clip did not hold. It was retrieved with another clip applier. The procedure was completed with the second clip applier. There was no patient injury.